Event description:
Implant was placed and removed the same day by the dentist. Patient had pain, implant not stable. Unable to secure #25 due to loss of buccal bone and very thin mandible in the area.